Event description:
It was reported that the sensor was not sticking. Customer reported that he had low blood glucose of 46 mg/dl and treated with sugar by his wife while he was unconscious. Customer was unable to catch the low blood glucose due to the sensor was falling off. Troubleshooting was done. The customer was advised that different tape samples will be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.